Event description:
It was reported by the distributor, the endoeye flex deflectable videoscope presented a black out/no image. No patient harm reported.

Manufacturer narrative:
The device was evaluated, and the reported issue was not confirmed. The bending section cover had scratches due to external factors. The bending section cover adhesive was missing. The bending angle was insufficient due to the elongation of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the root cause is unable to be determined. However, the cause of the reported event is likely due to a defective image sensor unit or failure of internal board of video connector unit, or the system caused the event. Olympus will continue to monitor field performance for this device.